Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not being able to rewind insulin pump. It was also reported that insulin pump was locked and customer was not able to unlock it using the "b" button and down arrow button. Customer had to reinsert battery to unlock. During troubleshooting in for rewind anomaly, customer was not able to follow instructions, but eventually was able to rewind insulin pump. Customer declined further assistance with bolus.